Manufacturer narrative:
Lead model 3093, lot# v104841, implanted:2008-(B)(6), explanted:na; programmer model 3037, lot# njd069878n.

Event description:
It was reported that it was not possible to adjust the implantable neurostimulator stimulation, using the programmer with the antenna attached. The programmer's batteries were replaced. It was later reported that the patient received a new patient programmer, but stimulation was still not felt. The patient experienced a loss of therapeutic effect, with no stimulation sensation. There were no falls or trauma reported. The patient felt that the stimulation helped when it was, previously, set at 5.8 volts. It was noticed that the neurostimulator was off. The device was turned on, the stimulation was increased to 5.7 volts, and the patient began to feel stimulation in the left upper buttock. The programmer was noted to be in the reduced icon mode. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.